Event description:
One patient sample with discrepant sodium results. Initial result gave 117 mmol/l; repeat gave 124 mmol/l. A second sample was obtained which gave a sodium value of 130 mmol/l. Erroneous result was reported. Patient not adversely affected. The field service representative was unable to duplicate the issue. The technical service representative noted the technical limits were set incorrectly, and configured the correct settings. Performance tests were performed and within specification.